Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The stent was implanted in the patient and the remainder of the device was discarded at the user facility; therefore, a product analysis could not be performed. The root cause is unknown. The instructions for use (IFU) identifies ischemia and neurologic insufficiencies as potential complications associated with use of the device.

Event description:
It was reported that balloon-assisted coil embolization was performed on a saccular aneurysm in the left internal carotid artery. The lvis stent was implanted after coil placement. The physician indicated the stent was poorly apposed in the curve of the carotid siphon. The patient awoke post-procedure with a partial deficit of the right hand and was treated with aspirin 75mg-160mg. During the night of the procedure, the patient presented with a deterioration of the right hand/arm deficit combined with aphasic disorder. An MRI revealed multiple ischemic lesions at the level of the mca. The episode was marked by gradual regression of almost all of the aphasic disorder and the right arm. The patient was discharged from the hospital three days after the procedure. The patient will follow-up with physical therapy for remaining right arm and aphasic disorders to boost recovery. The patient is enrolled in a clinical trial and will be followed closely by the physician per clinical study protocol. The most recent follow-up visit indicated the patient's mrs score was 0, and there has been no new adverse event since hospital discharge.